Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm did not occur. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events. Therefore; servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.